Event description:
The user facility reported a 68-year-old male with heart transplant rejection was implanted with an impella cp device for mechanical circulatory support. The patient was also on ECMO support. During support, there were multiple suction alarms and multiple instances of p-level decreasing to p1. A couple of hours after these occurrences, high purge pressure alarms and a ¿purge system blocked¿ alarm occurred. The impella was exchanged for a new one.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device and the data logs were returned for evaluation. The data logs were reviewed which showed the purge pressure gradually increased from 600 mmhg to 1000 mmhg within 30 minutes and remained to the rest of the case. The pump was visually inspected and found biomaterial inside the whole pump housing, purge gap & wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of high purge pressure was due to biomaterial ingestion.